Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The balloon had loss in pressure. The balloon was explanted and replaced. No further patient complications reported.